Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was manufactured over 20 years ago. The exact cause of the reported event could not be conclusively determined. It was observed that the camera head could not be plugged in this device firmly. Based on the finding, there is a possibility that the event was caused by a contact failure due to deterioration of the video connector socket by prolonged use, or damage to the video connector socket by incorrect customer's handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the video connector socket of the device wobbled and the endoscopic image was not displayed when an endoscope was plugged into the socket. There was no report of patient injury associated with this event.